Event description:
Complaint received regarding list#: b9840, 80" admin set w/ bravo 24, 0.2 micron filter, lot: 2914399 (mfg date 08/2014). The report states, b9840 is becoming disconnected or in time is loosening enough to create a leak from the end of the tubing where it connects to the bd insyte autoguard angiocath. There were no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot#: 2914399 (mfg. Date 08/2014) showed 250 units were mfg., tested, inspected, and released. Visual examination: 17 unused/opened admin. Set (b9840) and two unused bd 24g insyte autoguard angiocath catheters showed no anomalies present. Functional testing showed that the spin collar retention values were all within specification limits. All male luers of the admin. Sets (b9840) and the two female luer of the 24g insyte autoguard angiocath catheters met the iso standard 594-1 requirements. Conclusions: the returned devices did not meet the visual, dimensional and functional requirements of the product performance specification. There were no leakages or loose connections found during the evaluation. ICU was able to identify technique related variable that could be contributing to user issues. Guidance from that effort has been communicated to the customer. In addition, potential enhancements to the relevant ICU medical products and processes were identified. Continuous improvement teams were formed to review applicable design, materials, and manufacturing and equipment processing parameters. Those enhancements are in various stages of qualifications and completion.